Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this pressure monitoring set with vamp jr (medwatch #12637), air was aspirated into the vamp reservoir when blood was drawn. The issue was solved by changing a new device. However, later the same issue occurred again (medwatch # 12638). There was no allegation of patient injury. Patient demographics unable to be obtained. The device was not available for evaluation since it was discarded at hospital.